Event description:
A (B)(6) female with history including copd and obstructive sleep apnea undergoing a lung biopsy for recently diagnosed pulmonary module. A 20 g 20 cm quick core biopsy needle would not take any samples. Biopsy was completed using a new needle and samples were obtained.